Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, replacement of the control printed circuit board (pcb) and pressure transducer pcb was needed to repair the device. No more information was provided regarding what issues were caused by these parts malfunction or context of it. The device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The causes of the unknown issues in this customer product complaint have been determined. The issues were related to control pcb and pressure transducer pcb.

Event description:
It was reported that the ventilator's control printed circuit board and pressure transducer printed circuit board were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).